Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# (B)(4), implanted: (B)(6) 2001, explanted: b)(6) 2014 product type:lead. Product ID 3778-60, serial# : (B)(4), explanted: (B)(6)2014, product type: lead. Other relevant device(s) are: product ID: 3487a, serial/lot #: (B)(4), ubd: 21-may-2005, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 11-jun-2012, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that in (B)(6) 2014 they had a lead revision.  No symptoms reported.  No further information was provided.